Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a reported blood glucose of 618 mg/dl on arrival to the emergency department and 374 mg/dl at discharge after receiving water, saline, and bloodwork. Symptoms included hyperglycemia. Outcomes included emergency department treatment and discharge. Investigation included case review. Investigation of this case revealed an event of hyperglycemia with cause unclear; no device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.